Event description:
During prime, a "pin hole" leak was detected in the tubing of the cassette. The amount of leak is unk. The substance leaked is priming fluid. There were no pt implications since the reported problem occurred during prime (not being used on a pt at the time the leak was detected). The sample will be returned for evaluation.